Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4) showed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the patient could not keep her implantable neurostimulator (ins) charged. Reprogramming was performed to lower power output but the patient did not notice difference. It was stated that the patient used high amplitudes at 7 or 8 volts at times and that discharge happened overnight "as opposed to the explained drain at high voltage settings as expected and frequent recharging sessions." The ins was replaced as a result. Patient status at the time of this report was noted as alive with no injury/no adverse event. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550, lot# n327797, implanted: 2012-(B)(6), product type accessory product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.